Event description:
The contact stated the customer tested his blood glucose on one hand and received a reading of 53 mg/dl. He retested using his other hand and received a reading of 253 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.